Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for an unexpected contamination and failed testing four times. The issue was found during reprocessing. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The physical device evaluation has been completed. The issue was not confirmed, as the scope was not microbiologically tested by olympus. The device evaluation found the following: due to a crack on the plug unit, water tightness was lost, due to a deformation of the flexibility adjustment ring, water tightness was lost, due to a chip on the plastic distal end cover, insulation resistance value at the distal end did not meet standard value, due to a deformation of the bending tube, bending the angle in the "up" direction exceeds the standard value, due to deformation of the forceps elevator lever, the "up/down" knob cannot be locked securely, the adhesive on the bending section cover had a chip and the "right/left" knob was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is received.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. Update: h10 the customer provided the cleaning, disinfection, and sterilization (cds) process and reported that the endoscope and accessories were culture tested. It was indicated that the customer had to wait 24 hours to collect the sample. The device was not used between the date the sample was collected and the results of the culture tests were obtained. After confirming the positive microbiological results, the device was quarantined. Prior to testing and the device being returned to olympus, it underwent additional reprocessing as per gastroenterological nurses college of australia (genca) guidelines. The device storage temperature and oxygen concentration in the storage area was unknown.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the issue was unable to be confirmed, the definitive root cause of the contamination issue could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.